Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Our dealer did troubleshooting and they found out that the main pcb needs replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the vela ventilator was alarming xdcr fault, low pip alarm, low ve alarm and circuit disconnect alarm. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.